Event description:
Olympus was reported a defect of the subject device. No more info has been obtained. There was no pt harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed that the probe broke down at 15.5mm from the distal end and the piece of probe was not returned. There was a scratch of the probe where the probe was broken off. The shape of the fracture surface showed that the fracture developed from the scratch as the starting point. There were foreign bodies such as mucus on the grasping section. The manufacturing history was reviewed, with no irregularities noted. As the result of evaluation, we have concluded that the probe presumably was scratched because the physician activated ultrasound output while the probe was in contact with metal such as a clip and forceps or the physician scrape the probe with a sharp object such as a scalpel. In addition, since the physician continued to use the scratched device, the crack of the probe occurred and probe damage error displayed. After that, the probe broke due to a physical stress of some sort, but it was not known when the probe broke. The instruction manual of thunderbeat mentions warning and caution for possible mishandling mentioned above. This report is being submitted as a medical device report in an abundance of caution.